Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1, event site name: (B)(6).

Event description:
It was reported that during in the ICU, the cardiosave intra-aortic balloon pump (iabp) units the blood pressure signal was input from an external signal and display showed a waveform with noise. There was no improvement and no damage to the patient's health.

Manufacturer narrative:
Updated fields - b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11corrected fields - h6 (medical device ¿ problem code). A getinge field service engineer (fse) evaluated the unit and confirmed the noise when checking the simulator. The fse replaced the upper panel (0997-00-0644), patient connector label (0334-00-1811) and trainer on-off label. All functional and safety test performed.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) the blood pressure signal displayed a waveform that appeared to contain noise. There was no harm or injury reported.

Manufacturer narrative:
Updated field: b4 , g3 , g6 , h2 , h11. Corrected field : b5 , e1 (initial reporter , event site telephone) , h6 (investigation findings , component codes).